Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient presented a profemur l stem and a procotyl l cup implanted on (B)(6) 2012. The neck had allegedly broken spontaneously at the beginning of (B)(6) 2017. The patient is not overweight and did not fall. The revision occurred on (B)(6). The surgeon made a femorotomy and implanted a profemur r.